Event description:
The reporter's wife called because she purchased new strips today and noticed the insert in the strip informing her of the 341 message. Her husband rec'd an er1 message. He tested earlier in the day and was low (she thinks). Later in the day after eating meals and treating himself for low, he got an er1. He did not retest but took medication as normal and felt fine. His blood sugar was fine the next day. When asked what is a normal range for him, she replied "he is not in good control right now. His results go down to 20 and up to the 300's." No allegation of harm or injury was made. Mrs. Rec'd a replacement meter and control solution.